Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump was damaged. Customer stated their insulin pump was dropped, causing a crack in the lcd screen. Customer stated there was a black spot on the lcd screen. The customer also could not rewind their insulin pump. Customer's blood glucose was 163 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.